Event description:
Surgery for leiomyoma of uterus, menorrhagia, anemia: laparoscopic assisted vaginal hysterectomy & bilateral salpingectomy. Surgeon brought cutting forceps "g" machine into the operative field and picked up the left fallopian tube, clamped, cauterized and cut going along the tube, and then went across the round ligament and separated the leaves of the broad ligament, individually clamping, cauterizing and cutting these...went across the midline with the peritoneum. Having grasped the area of the left fallopian tube, the surgeon cauterized and cut but the cautery on the "g" machine at that point began malfunctioning and was not cauterizing, yielding a moderate amount of bleeding in this area. We brought a different device (different manufacturer, etc.) Device into the operative field and cauterized this blood vessel. We then cauterized underneath the right fallopian tube leaving the right ovary intact and clamped, cauterized and cut across the utero-ovarian ligament, the round ligament and both leaves of the broad ligament until we went down to the level of the internal os of the cervix. We then turned our attention vaginally. This was difficult because of the strong cardinal ligaments. Surgeon grasped the cervix with a double tooth tenaculum and made a posterior colpotomy incision. They then clamped, cut and ligated the uterosacral ligaments bilaterally and then took an additional bite in the area of the cardinal ligaments. The surgeon used the scalpel to incise the anterior vaginal mucosa and pushed this off. Aggressive bleeding from the uterine artery could then be seen and they were able to clamp this with a curved haney clamp, cut and ligate to control the bleeding. The surgeon then pushed the bladder off the lower uterine segment made entry into the anterior peritoneum and then took 2 or 3 bites on each side, clamping, cutting and ligating to go up the rest of the area of the cervix through the cardinal ligament and met the upper dissection and then the uterus was removed. A single was placed on the cuff on the right side and then angle stitches were added and closed the vaginal cuff with figure-of-eight stitches. We then reinsufflated the abdomen and noted good hemostasis...the patient was extubated, transferred to a cart and taken to recovery room in good condition.